Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 475 mg/dl and the customer treated with a manual injection and a bolus. At the time of the call the blood glucose reading was 329 mg/dl. The customer reported that the drive support disk appeared normal and recessed and found no air or leaks in the tubing or reservoir. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime and the customer reported that insulin did exit. The customer found that the insulin was clear. The customer was advised to remove the infusion set and stated that the cannula was slightly bent. The customer reported that the settings were correct. The customer declined to continue troubleshooting and was advised to change the set, reservoir and insulin and treat per a health care professional's instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.